Event description:
It was reported there was a programming error which contributed to premature battery depletion in the device as the detections and therapies were programmed on approximately four months prior to device implant and there were many treated episodes while the device was still in the box. It was also reported the patient understood the device was "defective" due to being inadvertently programmed on prior to implant. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.